Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had recorded several shock impedance measurements above 200 ohms since (B)(6). The right ventricular (rv) lead implanted with this crt-d was a chronic competitor's product. There were no visible signs of fracture noted on fluoroscopy and no evidence of any connection issues during the implant procedure that occurred in (B)(6) 2014. No interventions were performed as this patient no longer had venous access. At a later date, the patient died overnight. A review of the data on their remote monitoring system revealed that the patient experienced a ventricular fibrillation (vf) that was sensed and shock therapy was delivered; however, the vf was not converted and therapy was exhausted. It was noted that the shock impedance measurement for the first shock was 50 joules but for each subsequent delivered shock was above 125 ohms. The crt-d will not be returned to boston scientific for laboratory analysis. The behavior noted during the episode, where the first shock had a normal shock impedance measurement but the subsequent shocks were all above 125 ohms, suggests that there was a possible issue with the competitor's rv lead. However, as the crt-d will not be returned for laboratory analysis, device involvement cannot not be conclusively refuted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.